Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (severely calcified and tortuous vessel). Inherent risk of procedure (stent deformation). Deformation problem (stent). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (severely calcified and tortuous vessel). Inherent risk of procedure (stent deformation). (B)(4).

Event description:
It was intended to use a 3.00 x 30 mm endeavor resolute rx drug eluting stent to treat a severely calcified, tortuous lesion in the mid- lca with 90 % stenosis. The device and packaging were inspected prior to use with no issues noted. The protective sheath was removed without difficulty. The lesion was pre-dilated twice, with the balloon inflated to 8 atm for 6 seconds each time. It is reported that post dilation of the vessel the level of stenosis was at 10%. The physician encountered difficulty in crossing the lesion, and had to change to a new device to complete the procedure. No patient complications are reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the middle of the stent has slight evidence of damage, the 16th distal segment has stretched and misaligned struts. The 6th proximal segment has evidence of misaligned and stretched struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.